Event description:
The manufacturer received information alleging an initial power on issue. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. No repair was performed. The device was scrapped. Additionally, not related to the issue the device's real time clock (rtc) was found to be offset and the rear enclosure was found to be damaged. These issues would not affect the device's ability to deliver therapy as designed.